Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that she feels a heating sensation at the ipg site when recharging. The reported discomfort allegedly begins within 10 to 15 mins of recharging. In an effort to resolve this matter, a replacement charging system was shipped to the pt. The results of the intervention method have not been disclosed.